Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had an unresponsive keypad. Customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.